Manufacturer narrative:
The device was not returned to olympus for evaluation. Customer called the olympus technical assistance center (tac) support to troubleshoot the device. Customer reported a b30(scope communication error) and it happened with 2 of their scopes. Tac instructed the customer to clean the scope end connectors with an alcohol wipe. The customer did while on the call with tac and tried a scope and confirmed getting an image with no scope communication error. The customer was not getting an image before, just the scope communication error. The investigation is ongoing, and a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported to olympus, a b30(scope communication error) was reported on the visera elite xenon light source. There was no harm or user injury reported due to the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 5 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, the root cause of the b30 error and no image being displayed could not be identified. However, it¿s likely the cause is related to a temporary failure (non-dry or adhesion of a foreign material) of the connector of the scope/camera head. The phenomenon may have been prevented per the following instructions for use listed below: [6.3 connection of an endoscope] make sure that the video connector and its electrical contacts are completely dry before connecting the plug to the video system center. When the video connector and its electrical contacts wet, wipe them as described in the instruction manual for the endoscope. Wet equipment could cause the image to flicker or disappear. Olympus will continue to monitor field performance for this device.